Manufacturer narrative:
(B)(4). Evaluation: method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the product was returned and continues to undergo analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a follow up report will be submitted.

Event description:
Medtronic received info that this mechanical valve, implanted 26 years in the mitral position was explanted due to pannus on the leaflet which was impeding the opening and closing of the valve. No adverse pt effects were reported.